Event description:
Rptr had a device implanted between the knee and hip to support a broken bone. Approx 4 months later it was found that the device was broken at the second or third screw up from the knee. Not sure if device was defective or if device was improperly implanted. Device is available for examination if necessary. Dr said rptr's bone did not heal which caused device to break. Rptr was told by second surgeon who implanted the second device that the first device may have been improperly implanted.